Event description:
Patient post op day 2 for valve replacement was ambulating from toilet to chair with 2 parents placement. Patient's pacer wire became disconnected while getting back to chair, patient collapsed to chair, became pale, and heart rate decreased. While patient's father called for help, patient's mother reconnected the pacer wire. Pacer had become disconnected where the cable attaches to the cord to the pacer box. When rn entered room the patient was pale and slightly disoriented. Heart rate returned to set rate of 90. Rn rechecked all pacer connections and they were intact. Patient returned to baseline. Md was notified the event happened. Issue with unsecure pacer wire connection.